Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a battery failure and was saying button error that a button was being pressed for 3 minutes but there was no button being pressed and insulin pump had no power. The customer's blood glucose level was unknown at the time of the incident. The insulin pump also had a crack in the back of the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.